Event description:
It was reported that after a difficult time implanting the lead in the morning, the lead dislodged in the afternoon. The patient received a lead revision the same day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.